Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that check clutch/plunger lever error was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the clutch half's left and right, also leadscrew and spring as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error. There was no reported adverse event.